Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified brachial vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture in a pinhole form at the tip part upon fifth inflation at 10 atm for 10 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.